Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to poor bone quality approximately 4.5 months after primary surgery. Surgeon converted the reverse to a hemi, explanting all components except for the stem (32/+3 standard humeral cup, 32mm centered glenosphere with screw, 24mm glenoid baseplate, +6mm post extension, and 4 standard screws) and then implanting a 24/10 eccentric taper adapter and 43x16 cocr centered humeral head.